Event description:
Repeated "air-in-line" alarms on gemstar pump. Champagne bubbles noted in 1.2 micron gemstar tubing. Unable to prime air out of line. Paged on call IV rn who instructed for patient to discard current antibiotic bag and change to new one. New bag ok x 3 hours then air in line alarm. Patient reported several air in line alarms daily since start of care on (B)(6) 2012. Homecare patient. Submitted detailed report/complaint to hospira on (B)(6) 2012.